Event description:
The customer reported that during an iliac angiogram procedure, the physician was having difficulty accessing the contralateral iliac artery. When the physician removed the catheter from the patient, it was noticed that the tip had detached from the catheter. The catheter tip was found under x-ray just above the introducer sheath. An interventional radiologist was called in to remove the tip. The radiologist successfully removed the detached tip with a snare. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the suspect device is not expect to be returned for evaluation. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. All setup samples from the same fusing lot number as the suspect device met the established acceptance criteria. Unable to determine the root cause of the reported failure without the suspect device. No conclusion can be drawn. Evaluation: method: device history record was reviewed, complaint database was reviewed, setup samples were evaluated. Results: unable to determine the root cause of the reported failure without the suspect device. Conclusions: no conclusion can be drawn.